Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, the gastric branches of the epiploic vessel were sealed where there was initially no bleeding, but by the time the surgeon had finished the dissection it was noted that there was bleeding from a vessel previously sealed with the device. The surgeon advised that the bleeding was from the middle of the actual seal zone. There was no re-grasp alert, but there was an energy delivery and an end tone was heard. The same hand instrument was used to re-seal the vessel. The device appeared to be sealing okay at the beginning of the procedure. No medical or surgical intervention needed. No patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, the gastric branches of the epiploic vessel were sealed where there was initially no bleeding, but by the time the surgeon had finished the dissection it was noted that there was bleeding from a vessel previously sealed with ligasure. The surgeon advised that the bleeding was from the middle of the actual seal zone. There was no re-grasp alert, but there was an energy delivery and an end tone was heard. The same hand instrument was used to re-seal the vessel. The bleeding was less than 500cc and no transfusion needed. The cleaning of the jaws was done as eschar build up occurred. There were several good seals made before the problem occurred. The device appeared to be sealing okay at the beginning of the procedure. The generator's settings were coag 30, cut 0, no bipolar and ligasure cannot be adjusted. No medical or surgical intervention needed. No patient harm.